Event description:
Patient reported left side rupture of a textured product. The deice remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported "during both insertions, rupture was found after ultrasound." And "rupture for left side." And "insertion product was textured." This is for the left side device. The deice has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 07/15/2024.

Event description:
Patient reported left side rupture of a textured product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: no observed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture of a textured product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture: no observe rupture. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "during both insertions, rupture was found after ultrasound." And "rupture for left side." And "insertion product was textured." This is for the left side device. The deice has been explanted.